Event description:
There was an allegation of questionable test results for 3 patient samples on a cobas c 703 analytical unit. The total protein gen.2 and creatinine plus ver.2 assays were affected. Sample 1: the initial total protein result was 12.7 g/l, and the repeated result was 67.7 g/l. Sample 2: the initial creatinine result was 13.7 umol/l, and the repeated result was 82.7 umol/l. Sample 3: the initial total protein result was 18.8 g/l, and the repeated result was 71.6 g/l.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The total protein reagent lot number is 929619. The initial creatinine result was obtained using reagent lot number: 908244, and the repeated result was obtained using reagent lot: 923010. The expiration dates were not provided. General reagent issues were excluded. The field service representative corrected the liquid level detection cable for the sample probe (the cable was incorrectly routed during a previous service visit when the nozzle guide was replaced). He performed tests with acceptable results. The investigation is ongoing.